Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8, e4, and h3. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacturing date cannot be identified at this time since the serial/lot was not provided. Based on the results of this investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However based on replicate testing, the clip would likely not detach due to one of the following reasons: the endoscope or the rotatable clip fixing device was pulled while the clip was grasping the body cavity tissues. This applied a tensile force to the joint between the hook and the clip. As a result, the clip was difficult to detach from the hook. When an attempt was made to release the clip by pushing the slider, the convex area of the hook was facing down. Therefore, the hook did not detach under its own weight and the clip did not detach from the product. The steps to release the clip are as follows; 1. When pulling the slider, the operation wire, the hook and the clip arms are linked together, and they are pulled together in the proximal direction. This motion closes the clip arms. 2. When the slider is further pulled after closing the clip arms, the protrusions of the clip arms will move to the outside of the clip pipe. Once it happens, the small protrusions of the clip arms will be fix to the edge of the clip pipe. As a result, the clip cannot be opened or closed. The clip can be opened and closed by operating the slider to a position where the small protrusions of the clip arms do not come out of the clip pipe. 3. When the slider is further pulled after the clip does not open or close, the limiter located in the slider breaks with the noise of snapping. (The user recognizes that clipping was completed by hearing the sound.) 4. After the limiter breaks, the joint between the hook and the clip arms will be unhooked by moving the slider forward. As a result, the clip will be released from the product. The instructions for use (IFU) contains the following warnings: "operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The lot number of the device referenced in this report is unknown, and it is unknown if the device will be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the single use repositionable clip would not deploy after it grabbed the tissue during an unknown procedure. Additional information was requested but no further information was available. There was no harm or user injury reported due to the event. (B)(6) - this reports the patient with the small mucosal tear. (B)(6) - this reports the second patient with no known tear. (B)(6) - this reports the third patient with no known tear.